Event description:
In 2004, patient was involved in motor vehicle accident, resulting in surgery in 2005 for ligament and tendon damage. Patient had an I-flow pain pump for 3 days following surgery. Within 6 months patient saw physician, which determined there was cartilage deterioration. Patient had surgery performed receiving partial replacement (hemi) of shoulder. Patient once again received pain management therapy from an I-flow pain pump for 3 days. Patient has seen physician recently and now needs another surgery to have total shoulder replacement due to whole socket deterioration. Md says, patient has chondrolysis due to I-flow pain pump.